Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to low blood glucose level on (B)(6) and 26 mg/dl. Customer was treated with food. Customer had blood glucose level of 91 mg/dl. Customer was alleging insulin pump for over delivering because customer already set the basal rates lower at night but still gets low blood glucose. Customer was using auto mode. The insulin pump will be returned for analysis. Frn-unk-rsvr, unomed-unk. Corrected data: the customer reported via phone call that the customer was dispatched emergency medical service and was hospitalized due to low blood glucose level of 29 mg/dl on (B)(6) 2021. Customer was treated with food and glucose tablets. Customer had current blood glucose level of 91 mg/dl. Customer was alleging insulin pump for over delivering because customer already set the basal rates lower at night but still gets low blood glucose. Customer was using auto mode at the time of event. Trouble shoot was successfully performed however, the customer will discontinue the use of insulin pump.